Event description:
It has been reported to philips that, system would not boot up. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot boot up. Upon troubleshooting action, field service engineer (fse) found that the host pc hard disk was not detected. The fse replaced the host pc hard disk and restored ghost backup. After replacement of host pc hard disk, the system was returned to use in good working order, the codes were updated based on the investigation outcome.